Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
A health care provider contacted animas on (B)(6) 2013. During troubleshooting of an unrelated issue the reporter indicated that the patient was noticing insulin being dispensed during the load cartridge phase. The pump prime history was reviewed and found multiple low prime volumes. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box and download history revealed a rewind function was performed on (B)(4) 2013 at 11:19. The prime history revealed approximately 19 units was primed and the approximately 93 units remained in the cartridge. On investigation, a rewind, load and prime sequence was successfully preformed. A cartridge containing approximately 165 units was recognized by the piston rod. A force sensor calibration test revealed the pump not detecting correct force and the force sensor resistance was found to be out of specification. The pump was opened for investigation and inspection revealed a cracked wire on the force sensor assembly. Investigation was unable to duplicate the complaint.